Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). E1 address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had light emitting diode light has a malfunctioned. The issue was found during maintenance for use of the device. There was no patient involvement.